Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Reports: 1627487-2013-03053. The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing difficulty turing on her system stimulation due to communication issues between the patient programmer and scs ipg. It was also reported the patient's scs ipg pocket site is loose and does not keep the scs ipg from flipping. A replacement wand and patient programmer was sent to the patient. Follow-up identified the replacement wand and programmer resolved the communication issue. Follow-up also identified the patient is experiencing jolts, positional stimulation and ineffective stimulation. The patient is to consult with the physician to determine the next course of action.